Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, neurostimulator: (B)(4).

Event description:
It was reported that a patient with this neurostimulator was showing open/short impedances on all electrodes. It was also noted that the patient had previously fallen earlier in the year 2025, in which the patient fractured their pelvis; however, at this time, their stimulator was still working with no reported issues. Also, throughout the year the patient had been seen for adjustments and had good responses until seen in august. The physician sent for x-rays, which showed the lead had moved and the battery changed positions. The physician did a lead revision and ins pocket revision. There were no other issues or complications reported. Follow up with the patient noted that they are doing well and noticing symptom relief since lead revision.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 UDI for concomitant product, neurostimulator: (B)(4). Submitting supplemental record for product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "device - migration", "impedance issue" and "leads - migration" which are addressed in the product labeling and risk documentation. 'Cause not established' was selected for the allegation of "impedance issue". The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with this neurostimulator was showing open/short impedances on all electrodes. It was also noted that the patient had previously fallen earlier in the year 2025, in which the patient fractured their pelvis; however, at this time, their stimulator was still working with no reported issues. Also, throughout the year the patient had been seen for adjustments and had good responses until seen in (B)(6). The physician sent for x-rays, which showed the lead had moved and the battery changed positions. The physician did a lead revision and ins pocket revision. There were no other issues or complications reported. Follow up with the patient noted that they are doing well and noticing symptom relief since lead revision.